Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient developed peritonitis three times within the last three months (specific dates not provided). It was also reported the patient is not 100% capable of performing peritoneal dialysis by himself and that his family members that live with him refuse to help.

Manufacturer narrative:
Additional attempts to the patient have been made with no additional information provided. This MDR includes all event information received to date. Due to the lack of additional information and the known complication of peritonitis, this MDR is being filed as a serious injury. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. Related mdrs: 8030665-2014-00090, 00091, 00092, 00099, 2937457-2014-00100, 00101.